Manufacturer narrative:
Device evaluated by manufacturer; returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was secured on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The stent is damaged 8mm from the proximal markerband, only the proximal end of the stent moved distally creating damage. The tip is damaged.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent moved on balloon occurred. A 32 x 2.25 rebel bms stent was advanced but did not slide down, as if the canal was narrowed or occluded even with the guide catheter hydrated with saline. After a few attempts, it was noted that the stent mesh was loose from the balloon. No patient serious injury or complications were reported and the patient's status was stable.

Event description:
It was reported that stent moved on balloon occurred. A 32 x 2.25 rebel bms stent was advanced but did not slide down, as if the canal was narrowed or occluded even with the guide catheter hydrated with saline. After a few attempts, it was noted that the stent mesh was loose from the balloon. No patient serious injury or complications were reported and the patient's status was stable.